Manufacturer narrative:
Technical support determined that there is an issue with the level sense harness, sending replacement harness. On 8/3/2016 the customer received the harness, had them plug in, changed out diluent and repowered the machine. The probable cause of the event was broken wire in the harness. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported on the aia-360 sn# (B)(4), that diluent was short. The reported issue with their aia-360 instrument has the potential for causing a delay in reporting of patient results for ctnl2, lh 11, fsh, hba1c, pth and bhcg were purchased within 120 days prior to aware date. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.